Event description:
A patient called lfs to report patient's one touch ii meter was not working due to different processor messages. Patient stated when patient went to test blood glucose before breakfast patient received a message of "not enough blood", "clean test area", and "error 1". Patient attempted cleaning the meter but it would still not work. Patient stated the meter worked the day before. On thursday patient obtained an am reading of 174 mg/dl, on friday patient obtained a reading of 162 mg/dl. Patient gave self the same dose of humalog (5 units) that patient took the day before. Patient states patient felt fine afterward.